Event description:
Underwent anterior repair with vaginal cuff suspension using pinnacle mesh and transobturator tape placement in 2008. She noted mesh erosion and experienced vaginal pain. She desired surgical removal and 6 by 5 cm was removed in sections.